Event description:
A polaris ultra stent was used during a cytoscopy for removal of right urethral stone an stent placement. According to the complainant, during placement of the stent, the string tore through the last eyelet on the dangler side. There were no patient complications reported with this event. Although attempts were made to obtain additional follow up, these attempts were futile and there is no further information regarding this event.

Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch will be filed.